Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the lead and ins were replaced on (B)(6) 2018. The explanted devices would not be returned for analysis. No further complications were reported.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain and non-malignant pain (head/neck) . The patient stated that their ins was ¼ charged so they charged the ins. They normally charge for 8 hours to get a full charge. However, after 8 hours they only had ½ charge. The patient was not recently reprogrammed and has not increased parameters. The patient confirmed that they have never let the ins go into an overdischarge. The patient confirmed that they had full coupling and they always have full coupling when charging. Patient services reviewed the importance of the antenna placement. The patient was redirected to follow up with their healthcare professional (hcp). The patient noted that they do not have an hcp for their ins but they have a physician assistant (pa) who arranges for a manufacture representative (rep) to meet the patient at appointments for the patient¿s implant. The patient mentioned having an appointment on (B)(6) 2018 at the pa¿s office to meet with a rep. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative concerning a patient with an implantable neurostimulator (ins) for head/neck (non-malignant) and spinal pain on (B)(6) 2018. It was reported that the patient was having recharging issues. The patient attempted to charge with a demo recharger and the rep suspected that the issue of longer recharges times was related to the recharger because the patient was competent with the recharger function. The patient was instructed to follow-up with the rep if she continued to have issue. The clinician programmer charging diary showed that recharging was taking 8 hours, as the patient indicated. The patient claimed that the insr antenna would get hot during the long recharging session, so she would stop the charging session and attempt several times. The patient also claimed that after charging, the battery would drop quickly. The representative also reported that 7 electrodes were out of range. Initially the patient had 5 electrodes out of range and 2 additional were out of range on the date of the report. The patient was programmed on one of the high impedance electrodes, so the rep programmed around that electrode. The patient was getting good therapy from the system. The patient made an appointment with their hcp for a possible ins and lead revision as a result of the high impedances and long charging times. The appointment was scheduled for (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 37754; serial# (B)(6); product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative who reported that the patient was only able to charge to 50% with their current recharger which changed to the patient seeing nothing on the recharger screen. Patient was unable to charge their ins. The representative indicated the patient's migraine headaches returned due to loss of therapy because they could not charge their ins with their recharger. On (B)(6) 2018 (rep) manufacturer representative reported they met with the patient about not feeling stimulation. They increased the intensity values from where they were programmed to double the values and the patient was getting therapy again. The representative indicated they checked the electrode impedances and there were not any new values that were out of range. The representative indicated that because some electrodes were out of range with the system they were not able to program the patient optimally. The patient is scheduled to have an appointment on (B)(6) 2018 to discuss replacement options. It was also noted the patient received a new recharger but was still only able to charge to 50%.